Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had excessive no delivery alarms. The blood glucose at the time of the incident was 303 mg/dl. The customer mentioned that he removes the cannula and straightens the infusion set and then reinserts the cannula to clear the alarm. Troubleshooting was performed and insulin did exit the tubing with the plunger push, but the insulin pump alarmed no delivery during prime after reinserting the reservoir. The customer then changed the infusion set and was able to prime without the alarm. He requested the device to be replaced. It was advise to revert to a back-up plan. The device will be returned for analysis.